Event description:
It was reported that the gas module (air) was suspected to be defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the gas module (air) was suspected to be defective. Our field service engineer has investigated the reported ventilator on site. The o2 cell was defective and it was replaced. The defective o2 cell handed back to the customer. Moreover, it was noticed that the ventilator fails the pre-use check with internal leakage, pressure transducer, safety valve, o2 cell/senor, flow transducer and patient circuit tests. The air gas module was suspected to be faulty. However, despite several reminders we didn't receive any information if the replacing the air gas module resolved the issue. Therefore, no root cause can be established.